Event description:
When the patient uses a disposable biopsy needle for puncture in the CT room, the biopsy tissue is taken out. Under CT, bleeding is found in the patient's lung parenchyma, which does not require special treatment and can be absorbed on its own. After the surgery, the patient showed no obvious discomfort and all indicators of electrocardiogram monitoring were normal. They were escorted back to the ward and given electrocardiogram monitoring.

Manufacturer narrative:
According to the product experience report, there was no sample to be returned. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, this complaint could not be confirmed and determining a definite root cause and corrective action is not possible. If the sample is returned at a future date, a follow-up report will be submitted.

Manufacturer narrative:
This was identified as a duplicate to medwatch report: 1625425-2023-01090 / (B)(4).

Event description:
When the patient uses a disposable biopsy needle for puncture in the CT room, the biopsy tissue is taken out. Under CT, bleeding is found in the patient's lung parenchyma, which does not require special treatment and can be absorbed on its own. After the surgery, the patient showed no obvious discomfort and all indicators of electrocardiogram monitoring were normal. They were escorted back to the ward and given electrocardiogram monitoring.